Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - additional information updated the b5 describe event or problem of adverse event or product problem tab.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the brady monitoring value enabled. However, a transmission showed that the brady monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported. Additional information from a remote monitoring service update indicated that troubleshooting actions were performed, including instructing the user to temporarily disable brady and pause detections and then re-enable them to prompt an update of the programmed settings. Follow-up was planned to confirm whether the programming information would correctly update in the system. This icm remains in service. No adverse patient effects were reported.